Event description:
It was reported that the user ran out of sensors and the pump displayed ¿calibration not used¿ when manual blood glucose values were entered, which was explained as expected behavior when no active sensor is present and insulin delivery continues in bg run mode. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included continued insulin delivery using manual blood glucose entries without interruption, no hospitalization, and no medical intervention. Investigation included troubleshooting and education provided to the caregiver regarding operation in bg run mode and the meaning of the displayed message. Investigation of this case revealed normal device behavior in the absence of an active sensor and proper function of the pump while operating in bg run mode. It was concluded, based on previously established findings for similar reports, that the cause was user operation without an active sensor and no device malfunction.